Event description:
It was reported that the loop recorder had undersensed r-waves and had a false asystole detection, despite the device being programmed to its most sensitive setting. The device is still in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the loop recorder had undersensed r-waves and had a false asystole detection, despite the device being programmed to its most sensitive setting. The device is still in use. No patient complications have been reported as a result of this event. It was later reported that the device had moved outside of the pocket.

Event description:
It was reported that the loop recorder had undersensed r-waves and had a false asystole detection, despite the device being programmed to its most sensitive setting. The device is still in use. No patient complications have been reported as a result of this event. It was later reported that the device had moved outside of the pocket. The device was later removed upon patient request.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found.